Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. The patient was found unresponsive at home by the emergency medical technician (emt) at around 9:00am. It was indicated that the emt follows the patient's dexcom system via dexcom follow and monitors the patient's heart rate remotely. When the emt arrived, the patient's continuous glucose monitor (cgm) reading was 50 mg/dl and their blood glucose (bg) reading was 33 mg/dl. The emt administered the patient with dextrose intravenous (IV) therapy. After an hour, the patient's bg and cgm was at over 150 mg/dl. The patient did not go to the hospital. At the time of contact the patient was in stable condition at home. There was no allegation of malfunction to the device. No additional patient or event information is available.